Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during a coronary artery bypass procedure, the surgeon went to deploy the heartstring seal into the aortotomy and the seal did not open fully after deployment. Therefore it was not providing adequate hemostasis. A second seal was opened for the case with the same issue. The surgeon cut the tether, removed the seal from the aorta and used occlusion clamp to complete the case. No further patient complications were reported by the hospital. This report is for the second seal.